Manufacturer narrative:
The information related to emergency medical service provided with initial report was incorrect. The correct information has been provided in this report. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called and reported that they were hospitalized due to a low blood glucose on (B)(6) 2020. He was soaking wet and unconscious, and his wife brought him to the hospital. His blood glucose value was 97 mg/dl. The customer did not mention how they were treated. The customer was wearing the insulin pump at the time of the incident. The customer alleged over delivery of insulin while he was sleeping. Troubleshooting was completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on september 13, 2020 with blood glucose of 97 mg/dl at the time of the incident. The customer was at 235 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as sweating and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer felt their pump over delivered while they slept. Troubleshooting was completed but the issue was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).